Event description:
It was reported that "during procedure, the handle came ajar, thus spinning and creating a difficult manipulation of the uterus."

Manufacturer narrative:
The device is not being returned for eval as the hosp discarded it. The correct product number and lot code number was not provided for the device. Without the device and the correct info we are unable to investigate the reported complaint. We are considering this complaint closed.